Manufacturer narrative:
The initial MDR 1226181-2015-00506 was filed on august 14, 2015. The first supplemental MDR 1226181-2015-00506_s1 was filed on september 15, 2015.

Manufacturer narrative:
A siemens regional support center (rsc) specialist was dispatched to the customer site. After evaluation of the instrument, the rsc specialist replaced the drain, waste tubing, and waste tubing harness, aligned the sample probe, and verified the alignment of the sample probe in small sample cups. The rsc specialist was later re-dispatched to the customer site. The rsc specialist replaced reagent probe 2 and the sampler volts to address inadequate mixing. The cause of the discordant tacr results was related to mechanical problems which caused inadequate mixing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low dimension tacrolimus (tacr) results were obtained on patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The laboratory physician(s) and technicians recognized the discordant results because they expected the patients' results to be stable. The samples were repeated on an alternate dimension xpand instrument and resulted higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tacr results.

Manufacturer narrative:
The initial MDR 1226181-2015-00506 was filed on (B)(4) 2015. Corrected information ((B)(6) 2015): the initial MDR states the initial reporter's address is in (B)(6). The correct country is (B)(6).